Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert was received. Data was evaluated and the allegation was confirmed as an early sensor expiration was observed. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.